Manufacturer narrative:
H.6. Investigation summary: bd received 8 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter in the tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® edta 2k had foreign matter in the cap and body of the tube. There was no report of patient impact.